Manufacturer narrative:
Pump failed displacement test (135.7 units left in the status screen) and motor error alarm during rewind due to motor encoder signal out of phase. Pump received with cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 176 mg/dl. The product was returned. Nothing further to report.